Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and titanium adapter. This occurred during use of peritoneal dialysis therapy. The nurse stated that the connection was properly tightened before the therapy started. No damages observed. The patient reported they were scratching their abdomen when the transfer set "detached spontaneously" from the adapter. The transfer set was replaced, however the titanium adapter remained in use. The patient was given prophylactic intraperitoneal antibiotics as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.